Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 5076-52 lead, implanted: (B)(6) 2011; 694765 lead, implanted: (B)(6) 2011. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4): the device was not returned. However, analysis of the device memory showed the battery indicator signifying that the time is approaching for device replacement.

Event description:
It was reported that the device has had an unexpected longevity. The device remains in use. No patient complications have been reported as a result of this event.